Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent posterior lumbar interbody fusion (plif). Intra-op, cage broke into two parts upon implantation. Product came in contact with the patient. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
Device analysis: macroscopic examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified a fracture at the centerline of the base of the implant, with a fracture through the threaded hole, and the base of the flange. Fracture surface morphology displays a fairly flat fracture, with rays emanating from the area of crack propagation in a starburst pattern. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.